Manufacturer narrative:
The returned device was evaluated and no evidence of any manufacturing defect was detected. Lot qualification records were reviewed and the product lot met all acceptance criteria. From the omnipod's users guide "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported they were admitted to the hospital for a blood glucose level that reached 720 mg/dl, ketones were 1.1, and potassium level was high.